Event description:
It was reported that five minutes after inserting the intra-aortic balloon (iab) the console generated a check iab catheter alarm. The iab was checked with re-insertion of the guidewire. No kinks were visible and there was no blood found in the gas line. The iab was replaced with a new one and the issue was resolved. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 through feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and a leak was detected on the rear seal of the membrane. The reported alarm was most likely triggered by the leak found on the rear seal of membrane. The evaluation confirms the reported problem. The engineering team completed the dissemination and provided documentation. Awareness operator training for rear seal leak as objective evidence for dissemination completion. The CAPA request 509471 is currently ¿ closed, no CAPA required. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).